Manufacturer narrative:
The enclosure power conversion was returned to the manufacturer for evaluation. After functional testing, performance testing, visual/physical examination, usability inspection and examination of similar product the reported issue could not be confirmed. The enclosure power conversion passed a bench test and the transistors and diodes passed and was installed on a known working system. Motion, x-ray, and communication readied. 2d, 3d, image retrieval and charging were successful. No failures were found. Another enclosure power conversion was returned to the manufacturer for evaluation. After functional testing, visual/physical examination, and examination of similar products the reported issue was confirmed. The enclosure power conversion failed the bench test. The transistor shorts and the vdc could not be turned off. System stays on and the battery will drain. An electrical failure was found. The cabinet cover was returned to the manufacturer for evaluation. After visual/physical examination the reported issue was confirmed. The left side lower generator cover screw on the bottom of the panel had broken off. A physical damage failure was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the batteries are being drained excessively when powered off. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the replacement power enclosure module was installed. The imaging system then passed the system checkout and was found to be fully functional. Three components of the power enclosure module system were returned to the manufacturer and are currently under analysis.

Event description:
Medtronic received information regarding an imaging system. It was reported that the batteries drained excessively when the system was powered off. There was no patient present when this issue was identified.